Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of esrd (dialysis) and coronary artery bypass graft (CABG).

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve implanted five (5) years, seven (7) months, underwent valve-in-valve procedure due to aortic stenosis and insufficiency. Patient presented with heart failure, shortness of breath, and chest pain. Medical team stated the valve failed due to patient factors such as being on dialysis. Tavr was successfully performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to recovery in stable condition.

Manufacturer narrative:
Added information to b5, b7, h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve implanted five (5) years, seven (7) months, underwent valve-in-valve procedure due to aortic stenosis and insufficiency. Medical team stated the valve failed due to patient factors such as being on dialysis. Tavr was successfully performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to recovery in stable condition.